Event description:
It was reported that perforation occurred. The 2.25mm to 2.50mm target lesion was in the very tortuous and severely calcified mid circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, the burr crossed the lesion after multiple attempts and stalled when tried to cross the tightest area again. The burr was pulled back into the mid circumflex and dynaglide it out of the patient's body; picture was taken. Subsequently, a perforation in the distal circumflex was noted, contrast was staining in the perforation area, echo was done and there was little to no effusion. A balloon was then inflated in the mid circumflex to occlude flow and perforation was sealed by deploying coils. It was believed that the perforation was possibly caused by excessive tortuosity combined with severe calcium caused. The procedure was completed with a different device. No further complications reported, and the patient was stable the whole time and left the lab uneventfully.